Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during thyroid procedure anesthesiologist noticed air blockage and removed the endotracheal tube during the procedure, replaced with regular tube that user are using in the hospital. There is no patient injury. The procedure was completed with backup product. Additional information received after follow up that the cuff and tube checked prior to use to ensure proper functionality and it functioned properly. The issue in the tube discovered after intubating the patient. The issue occurred when patient was already intubated. User replaced the emg tube with their regular one. Intubation process disrupted the airway after a couple of minutes. There was 20cc air used to inflate the cuff. Anesthesia machine sounded the alarm just prior to being unable to ventilate, realizing that the airway was blocked. There was no any difficulties, such as unexpected anatomy or difficult intubation noted that may have affected the use of the device. Air was used to inflate the cuff, air or anesthesia gas. There was no leak evident when trying to inflate the cuff to establish the airway during the intubation process.

Manufacturer narrative:
H3: product analysis of the device found that visually, the plastic bag contained emg tube, green electrode and an open pouch when returned. The pouch was open from 3 of 4 sides. There was no contamination noted on the device. The wire harness was cut off. Functionally, syringe was used at 20cc to inject the air into the cuff. There was no difficulty injecting the air into the cuff, there was no air blockage observed. However, the cuff did not inflate at all. The cuff was submerged under the water for leakage observation and found that cuff leaked. The leakage was noted at the distal end of the cuff and near proximal end of the murphy eye. The opening (puncture) was noted right where distal end of the cuff was sealed with adhesive, and puncture measured approximately 0.12 inches (horizontally). A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint, there was no air blockage found. However, there was an out of specification condition due to the leakage found in the cuff. H6: initially submitted code fdr c21, fdm b21, fdc d16 are no longer valid now. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.